Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an in office interrogation inappropriately stored episodes of non-sustained ventricular tachycardia (vt) were observed due to oversensing of noise on the right ventricular (rv) channel. The oversensing led to pacing inhibition with greater than two seconds of asystole. The patient was noted to be asymptomatic. The field representative was able to reproduce the noise when the patient moved their arms across their chest, however the noise was not being marked by the device. Boston scientific technical services (ts) was consulted and discussed further troubleshooting options along with the option of continuing to monitor. Ultimately the cause of the noise remained unknown and a revision procedure was performed where the rv lead was surgically abandoned and the crt-d was explanted. A new device and lead were successfully implanted and no additional adverse patient effects were reported.